Manufacturer narrative:
Device was used for treatment, not diagnosis. Part number 245.31 made on work order (B)(4) and lot number 6860227 had no ncrs. Material lot 6293615 from which these parts were made no ncrs and certificates were found to be in order. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2012, a patient underwent acetabulum surgery. Plate and screws were implanted. On (B)(6) 2013, the patient required revision surgery for replacement screws. It was reported that the patient had been involved in a motor vehicle accident. The original plate and screws were removed and a 7.3mm cannulated, 55mm cortical, and 50mm cortical screws were implanted. This is report 1 of 8 for complaint (B)(4).